Event description:
Information was received based on review of a journal article titled, "polyethylene wear in meniscal knee replacement" argenson, j., et al. J bone joint surg [br] 1992; 74-b: 228-32. It was reported that patient underwent a lateral partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date 28 months following the initial procedure due to loosening.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by argenson jn et al. In j bone joint surg br. 1992 mar;74(2):228-32. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. This information was originally reported on 1825034-2015-03353 which referenced a journal article written on a study that this patient took part in.

Manufacturer narrative:
This follow-up report is being filed to relay corrected initial reporter.